Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported, the implantable neurostimulator (ins) would not interrogate or program. It was reported there was an error code, and the device was not implanted. There were no reported symptoms. Additional information received reported two clinician programmers were used for interrogation. The patient felt uncomfortable paresthesia, so she "disconnected" the device the first week of (B)(6). It was reported, the manufacturer representative could not program the ins and it was impossible to navigate the program. It was reported, the patient had their device "disconnected" for four months, and a week before the second intervention, it could be recharged. The patient currently had good therapy, they had the device changed to a new one and added another electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis of the ins found no anomaly.